Event description:
Mitral valve was implanted into pt. During post-procedure tee, the valve did not function properly. The blood flow was in the wrong direction. The surgeon removed the valve, inspected the valve, and "flipped" the valve to place in the pt. The valve worked once this was accomplished. After inserting the valve upside down, it opened up and worked the way they expected it to work. Both the CT surgeon and cardiologist indicated that the valve acted like an aortic valve and not a mitral valve. Apparently, the valve comes mounted on a handle and that is the orientation that they are to sew the valve into the pt. The surgeon stated that the valve came the way he expected it to look and that when it was tested pre-insertion, the valve moved.